Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported system error 107 alarms which were reproduced at power up. System error 107 alarms were verified through a review of the event history log and found during an internal visual inspection to be caused by the motor shaft to be spinning inside the gear. The motor gears were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 107 (pic cam error) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.